Manufacturer narrative:
(B)(4) the device was manufactured (B)(6) 2015. The device was received for evaluation out of its original packaging. Visual inspection revealed that the fill port cap was missing. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing its cap. This was noted before use. There was no patient involvement. No additional information is available.